Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 450 mg/dl. Customer stated that the insulin pump alarmed with insulin flow block alarm. Customer was assisted with troubleshooting for insulin flow block alarm and they stated that the insulin was exited. Customer stated that the cannula was not bent. Customer was advised that they need to take him back to his doctor to discuss alternate treatments. The insulin pump will not be returned for analysis.